Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14-volt batteries not functioning as expected due to water damage was not confirmed. The 14-volt batteries (serial numbers unknown) were not returned for analysis. Available information for this event indicates that the batteries were exchanged to resolve the issue. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their batteries, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2026 the patient presented to clinic with complaints of external batteries were not working due to water damage. The batteries were replaced.

Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available informationno further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.